Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had x-rays done in (B)(6) 2020 and they discovered that the leads have moved again. The patient estimated that the lead movement was in the summer of 2020 or about 3 months prior to the report. The reason that imaging was done was the patient was having pain and she is having issues again. The patient stated that the root cause is unknown. The patient mentioned that she has had a bunch of surgeries and has been in and out of work and has had to deal with a lot. The patient mentioned that she has a consultation with her health care professional the week of (B)(6) 2020 about removing the leads and the implantable neurostimulator. The health care professional mentioned that there may be an issue with the pocket of the implant site. The implantable neurostimulator/lead revision is not scheduled yet, but the patient is working with two separate physicians. The patient mentioned that she was recently diagnosed with a neuropathic pain issue. The patient noted that she has a complicated case with crps/rsd in the right breast, right chest wall, right armpit which radiates down the right flank, right scapula and down the right arm due to multiple breast surgeries. The patient noted that the manufacturer representative was creative in achieving as much coverage as possible during programming and reprogramming sessions. The patient noted that despite the problems that she has had and is still having with the device, she is glad that she got it because she did get some pain relief. The patient is in talks with her physician to remove the spinal cord stimulation and replace it with a different brand (competitor) spinal cord stimulation. Additional information regarding manufacturer's report # 3004209178-2020-18252 will be submitted as supplementals under this manufacturer report #.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The date of the explant was unknown because it was not scheduled yet. The cause of the event was unknown, the patient said that they had not used the device in a long time. The recharger was used to turn off the device for their MRI and then they were leaving it off permanently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having issues connecting with the implantable neurostimulator (ins) using both the programmer and recharger. They stated that they are intermittently able to connect, but it is more difficult and takes more effort. The patient added that the recharger will not have any coupling bars, and the programmer is not turning the ins on as easily. The patient indicated that they would call patient services back. No symptoms were reported. Additional information was received from the patient. It was reported there were issues with recharging. The patient stated they have a hard time keeping the ins from depleting because the boxes don't stay dark unless they hold the recharger (insr)antenna. The patient stated they sometimes had a hard time getting the insr to connect to the ins. Repair noted there was a poor coupling. A replacement insr antenna was sent to the patient. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) and it was reported the controller was not connecting to the ins. The batteries were charged and it still would not connect. The stimulator was turned off with the recharger. Explant surgery is planned. The date of explant is unknown. There are no environmental or external factors that have contributed to the event.